Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the device failed to cross the lesion and the balloon ruptured. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve. It is unknown if there was any difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the left anterior tibial artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 99%. It is unknown if there were stents present within the treatment site or tracking path. A contralateral approach was made. A 4.5f parent, medikit introducer sheath, prominent, tokai medical micro catheter and a 235cm cruise, st. Jude medical guidewire crossed the lesion. The complaint device was inserted and advanced to the lesion however the device failed to cross the lesion. The device was then inflated and the balloon ruptured at negative pressure. The type of rupture is unknown. It is unknown what was used to inflate the device and unknown if this was used successfully with other devices. The device was removed in one piece from the patient. It is unknown how many times the device was inserted into the patient and inflated and unknown if force was required and if kinks were noted during or after use. A 2*22 coyote, boston scientific device was used to complete the procedure successfully. The patient did not experience any complications as a result of the failure with the device. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was not returned for evaluation. The result of the investigation is inconclusive, as the sample was not returned for evaluation. Based upon the available information a definitive root cause cannot be determined. It is unknown whether patient conditions in particular arte of stenosis reported at 99%, handling or procedural techniques have contributed to the reported event. Based on trending analysis performed no additional action is required at this time. However, the complaint rate for this failure mode is 0.80%. This exceeds the predicted rate of 0.01%. Therefore an event has been raised in our quality system to address this issue. The IFU states: precautions: before removing catheter from sheath it is very important that the balloon is completely deflated. Recommended procedure and technique: (inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. After each inflation, assess run-off by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. To exchange catheters, maintain the guidewire¿s position and loosen the haemostatic valve. Pull out the dilation catheter until the guidewire entry point exits the haemostatic valve. Grasp the wire a short distance from the entry point and continue to withdraw the catheter. Continue to alternate grasping the guidewire and moving the catheter until the catheter tip clears the haemostatic valve. Insert the new catheter as previously described for the initial catheter. Simultaneously withdraw the dilation catheter and guidewire from the guiding catheter / sheath. Withdraw the guiding catheter / sheath from the vessel. Follow standard practice for the management of the guiding catheter /sheaths (removal should not be attempted before near normalisation of clotting). Deflation and withdraw: deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 cc syringe is recommended. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. (B)(4). Not returned.

Event description:
It was reported that the device failed to cross the lesion and the balloon ruptured. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve. It is unknown if there was any difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the left anterior tibial artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 99%. It is unknown if there were stents present within the treatment site or tracking path. A contralateral approach was made. A 4.5f parent, medikit introducer sheath, prominent, tokai medical micro catheter and a 235 cm cruise, st. Jude medical guidewire crossed the lesion. The complaint device was inserted and advanced to the lesion however the device failed to cross the lesion. The device was then inflated and the balloon ruptured at negative pressure. The type of rupture is unknown. It is unknown what was used to inflate the device and unknown if this was used successfully with other devices. The device was removed in one piece from the patient. It is unknown how many times the device was inserted into the patient and inflated and unknown if force was required and if kinks were noted during or after use. A 2*22 coyote, boston scientific device was used to complete the procedure successfully. The patient did not experience any complications as a result of the failure with the device. There was no patient injury reported.